Event description:
The pump was returned to baxter for service. During the evaluation for repair, the technician noted the air in line printed circuit board (ail pcb) was out of specification. The hospital representative stated there was no patient injury or medical intervention required to prevent injury. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 31, 2007. Evaluation summary: during evaluation the reported condition of ail pcb out of specification was confirmed. Failure code 810:04 was found in the event history. Inspection of the pump revealed failure code 810:04 occurred due to the air sensor base line too high. Failure code 810:04 was fixed by re-calibrating the ail pcb.